Manufacturer narrative:
(B)(4). The customer returned one guide wire and lidstock for evaluation. The catheter was not returned. Visual inspection of the guide wire revealed one kink near the distal end and one bend near the proximal end. The distal j-bend was misshapen and both welds are full and spherical. The kink in the guide wire measured 28mm from the distal end. The bend in the guide wire measured 665mm from the distal end. The overall length of the guide wire measured 685mm which is within specification 678-688mm per product drawing. The outer diameter of the guide wire measured 0.850mm which is within specification of .838-.877mm per product drawing. The returned guide wire passed through an inventory ars and introducer needle with minimal resistance. The returned guide wire was passed through an inventory 18ga catheter like the one provided in this kit. The guide wire passed through the catheter with minimal resistance. Functional inspection of the catheter could not be completed as the catheter was not returned. A manual tug test confirmed both welds are intact. A DHR review was completed with no relevant findings. The IFU provided with this kit warns the user "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned guide wire. The guide wire was kinked in near the distal end of the wire and contained a small bend in the proximal end. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. The probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide is kinked and hard to push when trying to implant into the patient.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide is kinked and hard to push when trying to implant into the patient.